Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; stylus would not align with display or access the bottom right corner of screen. Overlay found out of electrical specification.

Event description:
It was reported the pen will not scroll over the bottom right corner of the programmer screen. The pen tip and cursor that appears are far apart and reconfiguration of the pen did not fix the problem. It was also reported calibration will not work. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.